Event description:
It was reported that there was erosion. It was noted that the reason for the revision was that the patient had pocket erosion. It was further noted that the implantable neurostimulator (ins) was exposed and in order to prevent infection they wanted to replace both components. The lead was going to be kept in place and it was noted that it had been working great. Additional information received reported that the manufacturing representative had been notified of the situation on (B)(6) 2014. The generator was explanted and the leads were left in place. It was noted that after the pocket healed a new device would be implanted. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3587a, lot# l30333, implanted: 1993 (B)(6); product type lead product ID 7495-66, serial# (B)(4), implanted: 1993 (B)(6); product type extension product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was further reported that the explant wound was healing nicely.